Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. Programming changes were made to resolve the issue. The patient was asymptomatic throughout the event.